Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to pocket infection with sepsis. Additional information received from the field representative indicates that the patient had drainage from the incision site and wound dehiscence. The physician obtained an aerobic and anaerobic cultures swabbed from inside of the device pocket. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.